Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis suffered an injury to her left breast. It was reported that the patient was injured during a mammogram. The patient felt pain in her left breast during the mammogram. After the mammogram, the patient observed that her left breast appeared to be higher. Additionally, the appearance of the left breast looks odd when patient is lying down now. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.